Manufacturer narrative:
The device has not been returned to omsc but was returned to sorc for repair. Sorc inspected the device and duplicated the reported phenomenon and confirmed that the cable of the image sensor unit was damaged. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the image sensor unit, defect of the circuit board inside the video connector or of the video system center connected to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that snow noise was displayed on the monitor. And olympus inspected the device at olympus service operation repair center (sorc) and found that when the device was angulated, the endoscopic image was noisy and the image became hard to see due to the noise. And the noise on the endoscopic image became worse when the light guide connector was moved. There was no report of patient injury associated with the event.